Manufacturer narrative:
The device was not returned for evaluation. However, the clinical information was sufficient in determining the root cause, given previous investigations for the same failure. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57 year-old male with an impella 5.5 device for mechanical circulatory support. It was report. It was reported that there was a damaged yellow luer. Bicarbonate was used in the purge system. The pump was replaced. There was no patient harm reported.